Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the teligen was performed. Testing was completed to assess electrical performance. Measurements throughout these tests were within normal limits, and exhibited normal device characteristics. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. (B)(4).

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. The device was previously showing 3.5 years remaining in january, but was most recently showing eri (elective replacement indicator). Technical services reviewed disk analysis and determined that the device's hardware was not detecting the loss of battery. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate; they could no longer be relied upon to determine the depletion status of the device. The device was explanted and replaced. No adverse effects to the patient were reported.